Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue. Therapy restored post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated

Event description:
It was reported the patient had a massage and pressure was applied directly on/near the ipg site. The patient has been experiencing "jolts" of electrical stim and upset stomach. Reprogramming resolved the jolting issues but not the stomach issue. Patient did a trial with burst technology in which the patient stated they no longer had the stomach issues. Surgical intervention may take place at a later date to update to burst to address the issue.